Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary total knee replacement on (B)(6) 2020 where an attune tkr was utilised. It was reported that the patient right from the start, did not work hard at gaining movement in his knee. It was stated that he would lie in bed with his knee flexed to about 45 degrees. He was then sent to a physio in attempt to gain additional mobility. This was initially achieved but subsequently the patient stopped doing the required rehab and the knee has become progressively stiffer with the patient finally presenting with a stiff knee with a range of motion from around 25 degrees to around 100 degrees. A decision was made to open the knee and perform a soft tissue release. On opening the knee, all components were found to be well fixed. The poly insert was removed and the knee mobilised through soft tissue management and release. A poly bearing 1mm thinner (5mm vs 6mm)was inserted in the hope that this would improve the rom. Date of revision surgery (B)(6) 2021, reason for revision surgery: limited rom and stiffness,